Manufacturer narrative:
(Conclusions) - (other): under certain circumstances, there is a possibility, that the choice of a pt will be changed when using filtered work lists. A field change order (fco) will be published to resolve this software problem.